Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a tumor resection in the nose of the patient, a handpiece was used to reduce the size of the tumor, the surgeon used the product according to specification but due to the size of the tumor (big tumor), an accumulation of hot water occurred in the nose and face of the patient and drive to a burn of the patient. The surgery was completed successfully at that time, but almost 7 months later (in december), the patient went back to hospital with stenosis of the nose and a little burn in the face. She stated it was due to the surgery, she never went to medical control. A surgery to improve the appearance of the nose was made successfully. It was noted that there was a temporary injury. Additional information was received from the rep. It was further reported that further discussion with the doctor, it was clarified that the burn was produced by the solution that irrigates the generator, but the main reason was that the liquid accumulated because the tumor was very large. The equipment and device worked well, the generator had the maintenance reports up to date. The doctor was aware that he allowed the liquid to accumulate around the nostril and it had to be aspirated during the use of the device.